Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) in belgium experienced encapsulating peritoneal sclerosis (eps). On an unreported date, approximately 4 years and 7 months prior to this report, the pt began treatment with physioneal 35, (6.4 liters (l), daily) and one year later the pt began treatment with extraneal (1.3 l, daily), (lot numbers not reported) intraperitoneally (ip) for automated peritoneal dialysis (apd). Extraneal and physioneal therapies were ongoing. On unreported date prior to diagnosis of eps, the pt experienced a belly ache and digestive symptoms. The patient was diagnosed with eps. The event of eps occurred during pd treatment. There was no use of disinfectants or antiseptics. The patient had a normal nutritional status. It was not known whether ascites was present. There was no cirrhosis. Twenty days after diagnosis, the patient began remedial therapy with medrol (methylprednisolone), (32 mg, once daily) ongoing at time of this report. A graft from living donor was scheduled within one month (dates unspecified). The outcome of the eps was not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a follow-up will be submitted.